Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that our incoming inspection member found hair like substance in the seal of sterile package.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified an unknown hair-like debris in the sterile pouch. Ftir spectrum analysis of the debris concluded that the material composition is consistent with cotton/cellulose. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. Corrective actions have been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.